Event description:
The event is reported as: per medwatch report: during a surgical procedure, the pilling light source started smoking. The light was immediately unplugged and removed from service. The light was examined and it was determined that it was damaged beyond repair and also too old (>25 years old). The light was disposed. There was no injury to the pt or staff. No pt injury reported. Pt's current condition is fine.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate.